Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that when she connected the transmitter to the sensor it did not flash. Customer stated that the transmitter is fully charged. Customer's blood glucose was 7.3 mmol/l. Customer was advised to replace the sensor. Customer found that the sensor had no cannula.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor found the sensor cannula bent and retracted inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.